Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that logs showing that lift and shift was pressed 41 times on day of complaint. Stuck button causing pendant to nonfunction. Replaced pendant and tested pendant. Performed a medtronic checkout. All test passed. Imaging system was handed back to the customer. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi 71000529rpend, serial/lot #: -, ubd: UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for sacroiliac and thoracolumbar procedure. It was reported that when setting up to take a spin, the pendant buttons were malfunctioning. Manufacturing representative (rep) reported that when site tried to use the 2d page to rotate the x-ray, the pendant kept moving to the 3d screen. Rebooting the system resolved. This issue occurred intraoperatively and caused 10 minutes surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
H3, h6) the [enter component] was returned to the manufacturer for analysis. Analysis found that issue confirmation: "pendant malfunction". The reported issue was confirmed. The pendant passed visual inspection; however, during system testing, button functionality was inconsistent. When the reset/buzzer button was pressed, unintended commands were triggered. The pendant failed functional testing. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi 71000529rpend, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.